Manufacturer narrative:
Image review: review of the procedural images confirm the presence of a tight lesion in the mid lcx. The images capture multiple pre-dilations prior to deployment of a stent at the lesion site. The are no images capturing the attempted delivery and subsequent withdrawal of the resolute integrity device. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity rx coronary drug eluting stent to treat a mildly calcified and moderately tortuous lesion located in the mid circumflex artery, exhibiting 98% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent could not pass through the lesion (cx intermediate ). Patient status post procedure is alive with no injury. The physician believes that the event was device related; not related to use of a device in a difficult lesion morphology/ anatomy. The physician completed the procedure with an medtronic device (lot #0008224402). Analysis revealed stent deformation.